Event description:
The medical team in (B)(6) placed an impella cp for hemodynamic support in (B)(6) 2021. The support was successful. In (B)(6) 2022 the (B)(6) registry noted that the patient had hemolysis during the impella support treated by 4000 units of haptoglobin.

Manufacturer narrative:
The root cause of the presumed hemolysis could not be determined. The product was not returned from the medical center in (B)(6). No analysis or hemolysis testing could be done. The failure mode will be monitored and trended.